Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (italy) the patient underwent lead revision on (B)(6) 2017, due to invalid impedances. The physician decided to disconnect the lead and implanted a new lead. The old lead was left implanted. The patient is now receiving effective stimulation. Lead lot number and UDI are unknown at this time. Concomitant devices: model 3788, scs ipg, unknown implant date.